Manufacturer narrative:
The architect c4000, serial # (B)(6) was inspected, and the field service engineer observed the cuvette washer was dripping and cleaned performed cleaning, and determined that the bellows and the pump, cuvette wash, bellows(rohs) required replacement. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional issues related to the customer reported issue. A review of tracking and trending did not identify a trend for the pump, cuvette wash, bellows(rohs) or architect c4000 as with regards to the customer reported event. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the pump, cuvette wash, bellows(rohs) and customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely decreased sodium generated from an architect c4000 analyzer. The customer reported some of the results were released out of the laboratory and was not aware of any treatments to patient as a result of the falsely low sodium results. The customer provided the following data: customer¿s normal range for sodium is 136 -145 mmol/l on (B)(6) 2023, sample ID (B)(6) initial sodium result was 115.38 and repeat result was 140.35. On (B)(6) 2023, sample ID (B)(6) initial sodium result was 111.53 and repeat result was 144.26 there was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID's are (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased sodium generated from an architect c4000 analyzer. The customer reported some of the results were released out of the laboratory and was not aware of any treatments to patient as a result of the falsely low sodium results. The customer provided the following data: customer¿s normal range for sodium is 136 -145 mmol/l on (B)(6) 2023, (B)(6) initial sodium result was 115.38 and repeat result was 140.35. On (B)(6) 2023, sample ID (B)(6) initial sodium result was 111.53 and repeat result was 144.26 there was no reported impact to patient management.